Event description:
The manufacturer received information alleging an issue with the device's lcd screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the device's lcd screen was found to be dark and not functioning. The device's lcd screen and system board were replaced to address the issue.